Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 500 mg/dl. The customer declined to troubleshoot for their high blood glucose. It was also found the customer's insulin pump could not read their blood glucose when taken with the meter. No additional information provided.